Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin results while using the architect c16000 analyzer. The following data was provided. Sid (B)(6) initial 179, repeat 7.2, 7.3. No impact to patient management was reported.

Manufacturer narrative:
Abbott support (csc) reviewed the customer instrument logs and determined the prewash pressure was high when the discrepant result occurred. Csc recommended the customer change the probe, sample probe tubing, and the waterbath, and also recommended the customer clean the cuvettes and mixers. Replacement and cleaning of the parts resolved the issue, however no specific part was identified as the likely cause. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Log review identified the prewash pressure was high, however no other issues were found that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.